Manufacturer narrative:
Device code 2017 - failure to follow steps (ensure stent is present on device before use in patient) the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, moderately tortuous proximal left anterior descending coronary artery. A 3.5x33mm xience sierra stent delivery system (sds) was inserted into the anatomy, when the stent was noted to have dislodged during prep and not in the protective sheath. A same sized xience sierra stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) states: prior to using the xience sierra eecss, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. It does not appear the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported stent dislodgement; however, factors that may contribute to stent dislodgement prior to use include, but are not limited to, crimping during manufacturing, incorrect sheath sizing, negative pressure during sheath removal, forced sheath removal, mishandling during product preparation for use, or interaction with accessory devices. In this case, it is possible that inadvertent mishandling during preparation of the device contributed to the reported stent dislodgement prior to use; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.